Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication name was not shown on the remove screen. The technical support specialist dialed into the station and noticed that the ssms and task manager colors were different, indicating high contrast mode. The issue was posted in the es support teams general chat, and a product support engineer (pse) responded, referencing a knowledge article text disappears in med app - pas display missing text"" still in draft. An email was sent to the pse suggesting they press the left alt + left shift + print screen keys to toggle high contrast off. The pse replied via email confirming that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis anesthesia station es, medication name was not showing on the remove screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, medication name was not showing on the remove screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.